Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead had dislodged. On (B)(6)2018, the patient was brought into the clinic and the lead was explanted and replaced successfully. The patient was stable throughout the whole procedure.